Event description:
It is reported that the device was implanted in 2006 . Post-op, the device was revised in 2007 due to wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.